Event description:
A customer reported experiencing occlusion alarms that required changing the infusion set every 12 hours. There was no reported adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the trusteel infusion set and cartridge and then resumed insulin administration. It was noted that the pump was out of warranty and the customer was advised to contact technical support if occlusion issues persisted.